Event description:
Related report: 2017865-2024-73612. Related report: 2017865-2024-73614. It was reported patient presented remotely via merlin.net. It was noted that patient's right ventricular (rv) lead exhibited high capture threshold and loss of capture. It was also noted that the patient's left ventricular (lv) lead exhibited high capture thresholds. The patient's right atrial (ra) lead also exhibited noise. No intervention was performed. Patient had no consequences.